Manufacturer narrative:
Product ID 8709, lot #l77603, implanted: 2000 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2013 (B)(6); product type accessory. (B)(4).

Event description:
Additional information later reported the onset/diagnosis of the infection was (B)(6) 2013 and the last refill was (B)(6) 2013. The patient did not have meningitis. The symptoms the patient experienced were redness, swelling, and pain. The primary location of the infection was noted to be the device pocket. A culture was obtained from the device pocket and the results were no growth. The patient was administered IV (intravenous) and oral antibiotics along with topical. It was also noted the patient did receive perioperative antibiotics and the patient had risk factor of malnutrition or extremely thin before implant. There was no drug withdrawal and the patient outcome was noted as infection resolved. The patient was also scheduled for an appointment the end of november with the hcp. The pump was used to deliver gablofen.

Event description:
It was reported, the patient¿s pump was replaced on (B)(6) 2013, and the patient was being transported to the hospital on (B)(6) 2013 with a suspected pump pocket infection and a high fever. A culture had not yet been done, and most likely, the patient¿s pump and catheter were going to be removed. The health care provider was concerned about potential withdrawal, and it was noted that the patient¿s follow-up physician unavailable as he was traveling. The pump was used to deliver lioresal additional information has been requested, but it was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received and it was reported that the patient had incisional cellulitis that was treated successfully with antibiotics. The pump was last refilled on (B)(6) 2013.